Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. No button error alarm noted upon testing. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's down button had unresponsive. Block mode was not active. The battery was drained much quicker than in the previous insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.